Manufacturer narrative:
Concomitant products: product ID p1501dr implantable pulse generator implanted: (B)(6) 2008, 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was showing signs of fracture. It was noted there was high impedance and loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.